Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that read "low," exact value was not provided. Cause was unknown. Reportedly, the customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.